Event description:
Rn hanging keytruda bag that has tubing from the pharmacy, connected it to the primary line and as soon as pushed start on the plum pump, pump alarmed proximal occlusion. Had to change out primary tubing.